Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the user interface (ui) assembly with the display and touchscreen was replaced. A calibration was performed, and the issue was resolved. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen malfunction. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen malfunction. The customer reported that the touchscreen was not registering the commands on the upper left area of the screen. The customer also reported that multiple calibrations were performed, but the issue was not resolved. It was noted that the user interface would need to be replaced. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(4). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).